Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
It was reported the patient presented with a failed revision knee tka due to fracture o the tibial stem component and fracture of the tibia. A revision surgery has been scheduled.

Event description:
It was reported the revision surgery is scheduled for (B)(6) 2017.